Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint of "the staff said the piece broke off in the patient they were able to retrieve I will send with the arm." Failure analysis found the primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.66" was found to be broken off the yaw pulley. The broken piece was returned. The root cause of broken instrument grips tips is typically attributed to the misuse/mishandling, such as excess force applied to the instrument jaws.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the piece broke off in the patient and they were able to retrieve it. They would send the piece with the arm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) completed customer follow up and obtained the following information: the customer confirmed there was no patient injury. The or staff retrieved the tip that broke off the cadiere forceps instrument.